Manufacturer narrative:
Zoll has received the product for investigation. A supplemental report will be filed when the product investigation has been completed.

Event description:
The customer reported that during shift check, the display of the user's autopulse platform (sn (B)(4)) was unstably flickering. No patient involvement.

Manufacturer narrative:
The reported complaint of the flickering display on the autopulse platform (sn (B)(4) was confirmed during power on. The root cause of the reported issue was due to defective lcd as a result of an aging component. During visual inspection, bent battery compartment clip was observed. This type of physical damage on the ap platform can occur due to normal wear and tear. The damaged part identified was replaced and was unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in december 2011. The device has been operating for over 7 years and has exceeded its expected serviceable life of 5 years. Initial functional testing could not be performed due to flickering display of the platform. Thus, confirming the reported complaint. To remedy the reported issue, the defective lcd identified during service evaluation was replaced. The ap platform was then re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for autopulse with serial number (B)(4).